Event description:
I was implanted with mentor memorygel 425cc moderate plus profile smooth on (B)(6) 2013. My life completely changed after a progressive systemic illness was triggered in (B)(6) 2018. After seeing multiple specialists, having hundreds of tests done, and had several hospitalizations, I was diagnosed with undifferentiated connective tissue disease. I explanted on (B)(6) 2019. My pathology showed I had chronic inflammation with histocytes and foreign body granulomatous reaction in both capsules. Also, three strains of staphylococcus and an acnes bacterium were found in a bacterial dna analysis of my left side implant pocket. I was put on augmentin for 2 weeks to combat these bacteria after my surgery. We aren't completely sure the bacteria has been eradicated completely. Several of my health professionals agree that my implants were most likely the cause of the connective tissue disorder, including my rheumatologist, surgeon, and geneticist, especially after seeing the scientific evidence from pathology and bacterial dna analysis. I'm not sure if I will ever be cured of this disease, or if the implants have disabled me for life. Only time will tell. Also, I will mention that I was given back my implants and noticed discrepancies in the color and placement of the font. I contacted mentor and found out that my right side implant was 2.5 years old at the time of implant (half the age of its shelf life), which also happened to be the side I had capsular contracture. I also found out that my original surgeon never entered me into the tracking system, which is required by law. I have yet to find someone who will take my case.